Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tissue pad melt? Yes. Did the tissue pad detach from the clamp arm and completely fall off? (Not melted away, but broke off?) It melted and is off. Is the tissue pad completely missing from the clamp arm? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? I was not present but for the first device I believe this was the situation.

Event description:
It was reported that during a liver resection procedure, after prolonged usage one pad burned off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n92w2l. The analysis results found that the was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.